Manufacturer narrative:
Complainant reported he was not satisfied with back to back blood glucose results. During that call troubleshooting confirmed that nova max control solution results were within range and two back-to-back bg results (175 mg/dl & 178 mg/dl) were within variance. (B)(6). Complainant was not satisfied and requested to speak with manager. During our conversation the customer requested the spanish interpreter stay on the line however mr. (B)(6) spoke to me in english. (B)(6). Note: the results he reported from the memory of the meter did not include the nmcs result(s) that had been obtained during troubleshooting calls with call center representatives. Per label copy/ package insert. - high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control - checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. - storage and handling keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips are expected to be returned for evaluation.

Event description:
Complainant called into customer care reporting he was not satisfied with back to back blood glucose results. Mr. (B)(6) stated that he had required a trip to the emergency room on (B)(6) 2016 due to high readings he was obtaining on his nova max plus meter. He reported that his readings were consistently in the 175-179 mg/dl range and that his doctor informed him that it was due to his meter. Unable to obtain specific timeline with mr. (B)(6) during the call, while requesting to access results in his current nova max pulse device - when instructed to provide the date and time as well as the result he was evasive.

Manufacturer narrative:
Visual examination of the returned meter reveals the strip port area of the device to be damaged. There are scratches and gouging to the plastic around the port area of the meter where the test strip is inserted. Damage of this nature is not consistent with 'normal wear and tear' of device. The complainant's alleged deficiency could not be confirmed due to the condition of the returned device prohibits performing an appropriate failure analysis. Of note: the results reported by the caller were not found in the memory of the device when scrolling through the history via the 'mode' and 'arrow' buttons. The strip port connector area is too damaged. The presentation of the device is consistent with damage by end user. The alleged complaint of high readings could not be confirmed. Root cause for the damage to the strip port is attributed to user error in handling.